Event description:
A 1.4 ghz telemetry transmitter connects to a philips dedicated telemon (bedside/transport monitor) during patient transport to display the vital signs for the caregiver. When transport occurs or when viewing the patient's vital signs in the patient room there must be two cables connected to each other between the monitor and transmitter. One of the connectors on the monitor tether cable # 9898-031-4611 and one of the connectors on the second transmitter tether cable # 9898-031-43481 are frequently breaking. The hospital was notified in the fall of 2010 that philips was going to make a change to these cables. The connections on these cables are breaking sooner than they should with regular use.======================manufacturer response for physiological monitor, telemetry, tether cables, intellivue:======================facility has worked with the manufacturer to attach a strain relief on each monitor to keep the connector from getting broken at the connection to the monitor. A complaint was filed with the philips sales representative about the longevity of the cables.